Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had been getting shocks from the ins and that they were guessing it was from where the lead was. Pt stated that the rep told them how to turn the stimulation/ins off and back on, however it was not working. Pss reviewed with the pt how to turn the stimulation/ins off and on using the white button on the top of the controller; pt wasn't aware that they could tap the options on the screen once the menu displayed from pressing the white button. Pt confirmed that the controller was working and that they could turn the stimulation/ins off and on. Pt stated that the issue first started about two weeks ago and that the shocks were little tiny things so they didn't think anything of it, however this afternoon it hurt and went on and on. Pt noted that they were going to meet with the rep on monday to further address the issue.

Event description:
Additional information was received from the patient. It was reported the cause of shocking was due to the movement either leaning back in chair or moving in bed, the ins shocks seem to come from the battery pack. The technician contacted came yesterday and could find nothing wrong from his tablet. The patient is seeing a neurosurgeon on dec 03. The issue has not been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient responded from follow up sent and indicated that they met with rep who ran diagnostics with tablet, and found no problems with no further ideas to offer. Patient reported shocking continued until patient turned stimulator down lower. Patient reported not feeling shocks now but having tenderness in tissue where ins was located. If patient bumps into something it is very painful. Patient reported they are having reconstructive surgery and surgeon indicated they may have to move the electrodes in order to perform surgery so ins will not be running at all.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had been getting shocks from the ins and that they were guessing it was from where the lead was. Pt stated that the rep told them how to turn the stimulation/ins off and back on, however it was not working. Pss reviewed with the pt how to turn the stimulation/ins off and on using the white button on the top of the controller; pt wasn't aware that they could tap the options on the screen once the menu displayed from pressing the white button. Pt confirmed that the controller was working and that they could turn the stimulation/ins off and on. Pt stated that the issue first started about two weeks ago and that the shocks were little tiny things so they didn't think anything of it, however this afternoon it hurt and went on and on. Pt noted that they were going to meet with the rep on monday to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.